Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, stained end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error with a black circle on the display screen. The user was unable to clear the alarm. The caller did not recall whether the insulin pump had been hit or had gotten wet. The button error alarm recurred after a battery removal and reinsertion. The customer's blood glucose was 235 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.